Event description:
It was reported that the user delivered up to 72 units without seeing insulin drops and then observed that the prefilled fiasp pumpcart cartridge was cracked after it had been dropped prior to a supply change. Customer care offered assistance with supply chance which the user declined. Investigation of this case revealed device component damage to the cartridge consistent with user handling, resulting in mechanical failure to deliver insulin. Symptoms included lack of insulin delivery. Outcomes included the need to replace the damaged cartridge, with no medical intervention or hospitalization reported. It was concluded, based on previously established findings for similar reports, that the cause was user-caused physical damage to the cartridge.